Event description:
It was reported that during a da vinci-assisted transthoracic chest anastomosis esophagectomy surgical procedure, the customer reported that there were sparks from the tip of the maryland bipolar forceps (mbf) instrument. The mbf exhibited thermal damage on the pulley. The mbf instrument was replaced. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: thermal damage was seen on the pulley. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. Failure analysis found the primary failure of thermal damage on the bipolar yaw pulley to be related to the customer reported complaint. Upon visual inspection, there was no obvious damage to the conductor wire or its insulation. The instrument passed the electrical continuity test. The root cause of this failure was typically attributed to mishandling or misuse. A review of the device logs for the maryland bipolar forceps (part# 470172-16/ lot/serial# n10191216- 0086) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2020 via system serial# (B)(4). There were 3 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. Additional log reviews confirmed the procedure was performed on the reported event date of (B)(6) 2022 on system (B)(4). A review of the provided image was performed by an isi failure analysis engineer (fae). The following additional information was provided: there was a thermal damage on the distal pulleys at the base of the grips. Failure analysis confirmed the root cause of the thermal damage was attributed to mishandling or misuse. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was reported that the maryland bipolar forceps instrument sparked. The allegation could be related to the potential for electrical discharge at a location other than intended. The instrument exhibited signs indicative of thermal damage. The root cause of the thermal damage was attributed to mishandling or misuse. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.